Manufacturer narrative:
Insulin pump alarmed button error due to corroded keypad traces. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer's blood glucose was 149 mg/dl. Customer took out battery for an hour and half, the alert continued to be there when she reinserted the battery. No further information reported.